Event description:
Intraluminar stapler failed to fire staple after cutting, resulting in extended procedure to manually close the cut.

Manufacturer narrative:
Facility provided digital pictures of the device, but little could be ascertained from the images provided. No conclusions could be drawn.